Event description:
In 2009, the patient reported experiencing elevated blood glucose of 387 mg/dl after dinner. He stated that his blood glucose measured 222 mg/dl at dinner and he bolused 5 units to correct his readings and 12 units for his dinner. He stated that he would inject insulin via syringe because he was not confident the infusion device was delivering insulin correctly. The patient confirmed the basal rates were programmed correctly and the history listed all boluses accurately. He stated that he had not forgotten to bolus and no errors had been displayed on the infusion device. Troubleshooting did not reveal any product issues. The patient then ended the call. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.